Manufacturer narrative:
Correction to the initial MDR in block h6. The ipg was returned and analysis confirmed it to be at the elective replacement indicator (eri) state. Data log analysis indicated that the ipg reached eri 6 months and 24 days following the initial active programming. The average energy use index (eui) recorded was 367.5, corresponding to an estimated theoretical battery lifespan of 1 month and 1.3 days. This indicates that the battery's lifespan fell within the projected range. Additionally, it was noted that the amplitude of the program used was at its maximum, which may have contributed to the accelerated depletion of the battery. The ipg displayed typical features during the visual and functional inspection. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that when the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available. The stimulator must be replaced to continue receiving stimulation when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available and surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation, and it is possible to estimate the battery longevity of a new ipg based on usage over 12 or 24 hours per day with a selected program. The estimate is based on the settings of a program, the system impedance at time of estimation, and the hours per day of stimulation. These estimates will not reflect adjustments to stimulation parameters or changes in impedance. The estimate functions as a reference value to approximate the period that a new wavewriter alpha prime stimulator will last, battery life is dependent on stimulation settings and conditions. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as end of life problem identified.

Event description:
It was reported that the patient received the end of battery life message and elective replacement indicator from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. It was noted that the stimulation had been turned off for several months prior to receiving the messages. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively. It was noted that electrocautery was used during the explant procedure.

Event description:
It was reported that the patient received the end of battery life message and elective replacement indicator from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. It was noted that the stimulation had been turned off for several months prior to receiving the messages. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively. It was noted that electrocautery was used during the explant procedure.

Manufacturer narrative:
The ipg was returned and analysis confirmed it to be at the elective replacement indicator (eri) state. Data log analysis indicated that the ipg reached eri 6 months and 24 days following the initial active programming. The average energy use index (eui) recorded was 367.5, corresponding to an estimated theoretical battery lifespan of 1 month and 1.3 days. This indicates that the battery's lifespan fell within the projected range. Additionally, it was noted that the amplitude of the program used was at its maximum, which may have contributed to the accelerated depletion of the battery. The ipg displayed typical features during the visual and functional inspection. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. It states that when the battery is nearing depletion, the ipg will enter the elective replacement mode. The elective replacement indicator (eri) will appear on the remote control and clinician programmer. Failure to replace the ipg may lead to reduced programming capabilities, limited communication with the stimulator, and stimulation not being available. The stimulator must be replaced to continue receiving stimulation when the ipg battery is fully depleted, the end of service (eos) indicator will be displayed on the remote control and clinician programmer. Stimulation will not be available and surgery is required to replace the implanted non-rechargeable stimulator to continue providing stimulation, and it is possible to estimate the battery longevity of a new ipg based on usage over 12 or 24 hours per day with a selected program. The estimate is based on the settings of a program, the system impedance at time of estimation, and the hours per day of stimulation. These estimates will not reflect adjustments to stimulation parameters or changes in impedance. The estimate functions as a reference value to approximate the period that a new wave-writer alpha prime stimulator will last, battery life is dependent on stimulation settings and conditions. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned as such physical analysis was conducted; record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint as end-of-life problem identified.

Event description:
It was reported that the patient received the end of battery life message and elective replacement indicator from the implantable pulse generator (ipg) of the spinal cord stimulator (scs) system. It was noted that the stimulation had been turned off for several months prior to receiving the messages. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively. It was noted that electrocautery was used during the explant procedure.